Event description:
The pt was seen at the implant center for device evaluation in 8/99 because she was experiencing problems with her system. Testing conducted at the center, including a change-out of the external equipment, confirmed that her device was no longer functioning. Explantation/reimplantation took place in 1999 and the pt was reimplanted with another clarion device.